Event description:
It is reported that upon impaction, the alignment piece broke off and was then discarded.

Manufacturer narrative:
Eval codes: as described in the complaint, the peg broke upon impaction. This failure has been characterized. Consequently, the material of this part has been changed from 455 sst to 13-8 sst, which is less notch-sensitive, to remedy the problem. The device has a potential field age of approx 40.5 months.